Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty charging her ipg. It was also noted the patient's ipg is superficial. As such, the patient stated she has not used or recharged the ipg for approximately 4 months. The sjm representative met with the patient and was unable to establish communication between the patient's ipg and external devices. Subsequently, the patient will undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy was restored post-operatively.